Event description:
It was reported that there had been patients who had implants that didn¿t work and reportedly had issues with their leads. The patients also had elevated impedances. It was unclear how many patients this had happened to. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).